Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's daughter reported via phone call that they experienced high blood glucose. The customer's daughter reported that they received no delivery alarm. The customer's blood glucose was 450 mg/dl at the time of incident. The customer's daughter stated that they treated the high blood glucose with manual injection. The customer's daughter performed plunger push and manual prime and the insulin did exit. The customer's daughter stated that the insulin pump did not alarm no delivery during manual prime. The customer's daughter declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.